Event description:
It was reported that during a pph procedure, only one side stapled, and those staples were not formed correctly. Unable to remove the device. The tissue had to be excised to complete the case.